Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) cyst gastrostomy procedure performed on (B)(6) 2026. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the second flange was deployed within the working channel of the endoscope. The delivery system handle was then used to advance and release the flange from the working channel; however, during actuation of the handle, the axios stent fully deployed into the fluid collection. Under ultrasound visualization, the stent was observed to be fully expanded. A non-boston scientific stent was subsequently placed to maintain luminal patency for drainage. There were no patient complications reported as a result of this event and the patient was expected to fully recover.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of stent positioning issue. The device was not returned for analysis as it remains implanted; therefore, a technical analysis could not be performed. However, stent positioning issue is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the device was not returned for analysis as it remains implanted; therefore, a technical analysis could not be performed. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent positioning issue is noted within the instructions for use (IFU) as a known possible adverse event related to the use of the device. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.